Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/29/2015 with the following findings: review of the pump¿s black box revealed evidence of abnormal voltage. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be above specification; draws returned to specification after the continuous-glucose-monitor (cgm) module was disconnected from the printed-circuit-board. No intermittent condition was found to the cgm module.